Event description:
It was reported, during the myomectomy case, the probe tip on the sonicbeat was broken and fell into the patient's abdominal cavity. The probe tip was removed using forceps and took around 3 minutes. There were no problems with the patient and the procedure was completed with a new device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was not returned to the legal manufacturer, olympus could not perform a physical device evaluation. However, after reviewing a photo of the subject device, it was confirmed that the probe was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that reported issue (broken probe) was due to contact with other equipment or non-insulated areas. Please refer to the following mechanisms: mechanism #1: 1) the ultrasonic output was activated when the grasping section closed without grasping the tissue (including resection), leading to wear of the tissue pad. 2) due to the wear of the tissue pad, the grasping section and the distal end of the probe made contact. 3) as a result of activating the ultrasonic output in that condition, scratches (contact marks) were created on the distal ends of both the probe and the grasping section where they came into contact. 4) due to the ultrasonic output and the load applied to grasp the tissue, cracks originated from the scratches (contact marks), resulting in a probe damage error (error code: u504). 5). The probe broke due to the applied load. Mechanism #2: 1) the probe was scratched due to ultrasound output while in contact with hard tissues such as bone or calcified tissue, or while in contact with metal clips, stapler needles, or other surgical instruments. 2) the output continued in the condition described in 1, applying stress to the probe, which led to cracks originating from the scratch and triggered a probe damage error (error code: u504). 3). The probe broke due to the applied load. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device. H3 other text: disposed of at okr logistics center - photo provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The subject device was returned to olympus for an evaluation, and the following was observed: the probe was broken 13 mm from the distal end of the probe. There were scratches around the broken area. It was determined that the breakage of the probe started from the scratched area. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. Also, this supplemental report includes a correction to h4 from the previous submission. Also, an update has been made to h3 and h6.